Event description:
This report is 1 of 2 and linked to mfg report number 3004608878-2026-00072: a facility reported that the patient's head slipped after being positioned in the mayfield ultra base unit (a2101), and a laceration was observed at one pin site about 2 cm long. Additional information has been requested.

Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: investigation of the returned unit shows that the base handle was tested and it failed to test at the proper pressure; the handle was not adjusted properly to hold the weight. The handle was put into position, locked down and it had slipped when put under pressure at 35 ft lbs. Additionally, the unit was purchased in (B)(6) of 2024 and has not received any maintenance since that time. It is with strong recommendation that the unit receive a general pm service at this time. Since a patient injury was involved, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the initial findings of the service team with the observation that the adjustment knob for the base handle was loose. To resolve the observed issues, all worn components will be replaced with new parts, and general maintenance and cleaning will be performed. Root cause: the complaint is confirmed as the base handle failed to test at the proper pressure. Additionally, the unit has not been serviced since purchased in 2024, and it is recommended that it has a pm performed. The probable root cause is improper adjustment of the unit. No further corrective action is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.